Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise. No intervention was performed. The physician elected to continue to monitor the patient.